Event description:
Information received that the head of bed was slowly drifting down. No injury reported.

Manufacturer narrative:
Technician found the head of bed slowly drifting down. Replaced the CPR hydraulic valve to resolve this issue.